Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : no product will be returned.

Event description:
It was reported that the following issue was observed on the device: "not working ." Reported problem cause description: "none provided." Hence, the work performed in the device includes: "12281195 logic board 8100 need to replace 260.4120 error code ." There was no patient involvement.